Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device issue stated as being, "using the external paddle, the doctor administered a shock according to the manual but he did not feel any response". The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death. Additional information has been requested.

Manufacturer narrative:
Labeled for single use - no.